Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a 543:xxx failure code was confirmed but not reproduced by baxter personnel. This condition was caused by faulty main batteries. This condition was resolved by replacing the main batteries and battery harness. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 543:xxx. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no report of patient/user involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. The customer is not willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was determined by quality engineering that the reported problem, of failure code 543:320:654:0000 that was attributed to faulty main batteries, was a result of user error.